Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had failing pressure sensors. There was no patient involvement.

Manufacturer narrative:
Please note that the investigation was performed only on the components (fsa pressure sensor), as these were the only samples provided by the customer. Omit : b17 - device not returned, c20 - no findings available additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c codes and manufacturer narrative. Investigation summary: the report of failing pressure sensors was not confirmed, seven (7) of the sixty-two (62) pressure sensors failed testing. The remaining fifty-five (55) sensors passed testing ¿ the pressure sensor malfunction test method (dir # 10000348460) was used to test the returned pressure sensors. The visual inspection of the 62 received pressure sensors found no irregularities o the asm analog sensor test found two (2) of the sixty-two (62) pressure sensors out of specification o the asm patient side occlusion found five (5) out of the sixty-two (62) pressure sensors o all pressure sensors passed functional infusion testing and asm fluid side occlusion ¿ visual inspection on each pressure sensor identified no obvious issues or anomalies ¿ the bd alaris® pump module, model 8100 pressure sensors tip sheet cautions to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. ¿ the alaris system is used for treatment purposes as intended per 21 cfr 820 198(d)(2). Root cause: the root cause for failing pressure sensors was not able to be identified during the investigation.

Event description:
It was reported that the device had failing pressure sensors. There was no patient involvement.